Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, menorrhagia and hysterectomy and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, extrusion, urinary problems, fistulae, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent revision due to urinary incontinence, pelvic pain and extruded mesh on (B)(6) 2006 and then a pubovaginal sling and cystoscopy on (B)(6) 2006 due to stress urinary incontinence, pain and discomfort. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with a vaginal hysterectomy. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent excision vaginal wall lesion on (B)(6) 2006. It was reported that the patient underwent incisional hernia repair and lysis of adhesions on (B)(6) 2008. No additional information has been provided. (B)(4).